Manufacturer narrative:
(B)(6). This report is for eight (8) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for eight (8) unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with four unknown synthes 3.5 cortex screws, eight unknown 2.7 mm val screws, six unknown 3.5 locking screws, a 7 hole 3.5 mm lcp posterolateral distal humerus plate, and a 6 hole extra long 2.7/3.5 mm va-lcp extended medial distal humerus plate to treat a left distal humerus fracture on an unknown date. On an unknown date postoperatively, it was identified that the patient had developed a non-union of the fracture. On (B)(6) 2017, the patient was returned to the operating room and all of the devices were removed easily and intact. The non-union was debrided and grafted and the patient was revised with longer plates. No delay in surgery was reported and no adverse events against the patient were identified. Procedure was completed successfully and patient outcome was reported as okay. This report is for eight (8) unknown locking screws. This is report 4 of 5 for (B)(4).